Event description:
Pt admitted to hospital for decompressive lumbar laminectomy secondary to acquired lumbar spinal stenosis. Anesthesiologist was using desflurane for the anesthetic agent. The datex ohmeda deflurane vaporizer signaled the alarm "no output". Anesthesiologist evaluated this signal in conjunction with the readings on his drager narkomed 6000 anesthesia machine and decided to switch to another anesthetic agent. The anesthesia technician was notified. At the end of the surgical procedure, the vaporizer was removed from the anesthesia machine and sequestered. The pt did not sustain any injury or recall of surgery.